Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvb8, (impl tapered scr-v sbm 3. 7mm 3.5mm 8mm) for evaluation. Visual evaluation was performed, a fracture mount at the hex has been identified and fracture on the implants collar. DHR review was completed for the subject lot number 1261288. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1261288 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant and dental : functional : fracture : mount. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation were missing or confusing instructions for use and clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the mount hex and implant collar. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: email unknown / not provided, g4: k011028, k013227.

Event description:
It was reported that during implant insertion 3.7x8 , when doctor was insecting the implant and the implant was half on the bone, when tightening mannually with the mount, the mount hex fractured inside the implant, also the implant head fractured. Doctor was at this point not able to insert nor remove the implant with reverse torque. Doctor was able finally to remove the implant with difficulties. Bone graft performed and another implant would be placed in 5 months.